Event description:
The manufacturer has been informed that a patient using the amara gel headgear experienced bumps on her scalp, skin, and the sides of her ears. The patient noted that the irritation appeared to be along the edge of the headgear, particularly near the back straps, and specifically on the inside fabric area that touches her scalp. The patient reported some pus and a small amount of blood, along with itching. The mask was purchased from amazon and arrived in an unmarked plastic bag without any identifying numbers. The patient mentioned that these symptoms occur after using the mask for a couple of weeks, go through a cycle, and then subside. The patient reportedly cleans the mask weekly with seventh generation soap. The patient's doctor recommended using tea tree oil in her shampoo, but this did not alleviate the issue. The manufacturer has emailed the patient the requested mask material list for further reference. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.